Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and found to have a ram chip memory error.

Event description:
It was reported the device had a power on reset with the last cl transmission perhaps due to interrogation of uninitiated memory. It was discussed that all previous diagnostic data had been lost and all parameter programming should be checked against previous interrogation values and outputs/sensitivities programmed as indicated. It was also reported the patient had been undergoing radiation treatments. The device was later removed and replaced in the abdomen due to need for additional radiation treatments. No patient complications have been reported as a result of this event.